Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During valve deployment of a 26mm sapien 3 valve by transapical approach, the certitude delivery system balloon burst during full inflation at nominal volume; however, the valve was fully deployed. The valve was successfully implanted and no paravalvular leak (pvl) or central aortic regurgitation was noted. The patient was stable. The device is being returned for evaluation. As reported, no balloon valvuloplasty (bav) was performed. There was severe calcification of the sinotubular junction (stj) and the native leaflets were severely calcified. Per report, the patient's severe stj calcification contributed to the balloon rupture.

Manufacturer narrative:
The certitude delivery system was returned to edwards for evaluation. Visual inspection confirmed a radial balloon burst with no missing pieces. No other abnormalities were observed. Functional testing was not completed due to the condition of the returned device (balloon burst). Dimensional analysis found the balloon single wall thickness along the tear to meet specifications. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (per the reported event, the patient had a severely calcified stj and severely calcified native leaflets). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification. In addition, the technical summary contains details related to root cause analysis on balloon bursts in a calcified annulus. The complaint for balloon burst was confirmed based on visual inspection. However, no manufacturing non-conformities were found in the returned sample. In this case, available information indicates that patient factors (severely calcified stj and severely calcified native leaflets) may have contributed to the event. The occurrence rate does not exceed the may 2017 control limits for the trend category of ¿balloon burst¿. Therefore, no corrective or preventative action is required.